Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire detachment occurred. The target lesion was located in the left main artery. A non bsc stent was implanted then a choice guide wire was being withdrawn from a non bsc guide catheter when the proximal portion of the wire detached outside the patient. The remaining portion was successfully retrieved from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).